Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were able to be confirmed. The reported difficult to flush was unable to be confirmed. The reported device difficult to setup or prepare was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that a coagulation of blood on the guide wire in conjunction with the noted multiple shaft bends/kinks resulted in the reported difficult to advance and the reported difficult to remove. The coagulation of blood additionally prevented further attempts to flush/prep the device (noted dark red colored fluid observed exiting from the tip of the sess during return analysis); however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery with mild calcification and none tortuosity. A 4.5x10 supera self expanding stent (ses) stent was implanted successfully. Another 4.5x60 mm supera self expanding stent system (sess) was prepared to be used. During preparation, difficultly was noted flushing the device. An unspecified guide wire was attempted to be advanced through the nosecone, but became stuck. Resistance was noted inside the handle during removal. After the wire was removed, the sess was flushed again to wet the device. Another attempt was made to insert the guide wire through the flush port in the sess, but it was felt that the guide wire was hitting something 5-6cm inside the handle. The device was removed from the guide wire and another supera was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.